Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was pre-placed successfully; however, while deploying a second proglide device, the suture was not attached to the needle after the plunger was removed [cuff miss]. The suture of a third proglide device was pre-placed successfully. The sheath was upsized to a 22f sheath and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.